Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed and duplicated. The root cause of the reported condition was determined to depleted main batteries. The main batteries and harness were replaced to correct the condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review revealed that while the device has not been sent in previously for the reported condition of a damaged battery alarm, the main batteries and harness have been replaced three times during previous service events. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when, or in which care area, this condition occurred. The facility reported that it is unknown if there was patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.